Event description:
The user facility reported that when unpacking oxygenator from the plastic bag, a doctor identified the disconnected purge line at the place of its connection with oxygenator body. There were no signs of external package damage or impact on the box during transportation. It is informed of a repeated case of purge line break. The damage was detected when oxygenator was taken from the carton box and before opening the transparent bag. There were no signs of impact on the external or internal package, and also the unpacking was done carefully (occasional or intentional damage is excluded). The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: shief of perfusion department. G4: 510k number: k130520. 1. Inspection of the actual sample: - the provided image showed that the purge line of the oxygenator had been cracked. 2. The manufacturing record and the shipping inspection record of the actual device - no anomaly was found. 3. Past complaint file of the involved product code/lot number - two complaints were received regarding the damage to the purge line. For both cases, no anomaly was found in the manufacturing records, and it was concluded not attributable to manufacturing issues. 4. Manufacturing date: may 8, 2023. 5. Cause of occurrence/conclusion: according to the investigation result, no anomaly was found in the manufacturing records of the actual sample. The cause of occurrence in this case could not be clarified because it was not possible to analyze the crack morphologically from the provided image. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off.". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.